Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed, mildly tortuous, and heavily calcified lesion in the distal right coronary artery. A 2.75x15mm nc traveler rx balloon dilatation catheter (bdc) met resistance with the anatomy during advancement. The bdc was able to advance to the target lesion, but the balloon ruptured during the first inflation at 12 atmospheres. The procedure was successfully completed with a non-abbott balloon catheter and the deployment of a xience stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.